Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Only a small dot of solution was dried on the lens. One haptic is broken in the gusset area. The damage appears to have been created by posts of the lens case. The haptic was returned underneath the optic. The other haptic is split on the anterior gusset area and is split on the posterior gusset edge. A photo was reviewed. The position and condition of the lens appears to indicate that the lens had been removed and replaced prior to return. All product and batch history records are quality reviewed prior to product release. The reported broken haptic damage was observed. The damage is typical in appearance to lens case related damage. Only a drop of solution was observed on the lens. A photo shows the broken haptic damage and the other haptic folded severely. Upon return, the other haptic is in a different position and was damaged in the area shown to be folded in the photo. This would indicate that the lens had been removed and replaced into the lens case prior to return. Based on the photo and the returned sample condition of having only one small dot of solution and appearing to have been removed and replaced in the lens case, the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. The photos provided shows the lens positioned incorrectly in the lens case. One haptic is bent in the gusset and distal area. The opposite haptic is broken in the gusset area and is shown loose in the lens case. Due to the quality of the photo we can not determine if viscoelastic is present nor if the lens has been removed and replaced in the lens case. All product and batch history records are quality reviewed prior to product release. Based on our observation of the attached photos, the haptic is broken. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol container was opened and the iol was noted to have a torn haptic. The incision has been made and cataract removed. The patient was released without iol implantation. Additional information provided that confirmed the cataract was removed during the initial procedure and patient aphakic. The patient returned five days later and an iol was implanted. The patient was examined the next day. There were no complaints from the patient.